Event description:
Vns patient was diagnosed by an ent with vocal cord paralysis following vns implant surgery. Stimulation had not yet been initiated. Treating neurosurgeon reportedly believes that the patient's condition is probably a result of intubation during implant surgery. Further follow-up revealed that the patient's voice was more normal and that the patient was not coughing as much. The patient's left vocal cord paralysis was described as temporary left cord paralysis (neuropraxia, right laryngeal nerve branch of vagus nerve) and endotracheal tube irritation.